Event description:
During the omega ti surgery, when the package for the lag screw was opened, the tyvek sheet of inner blister and outer blister was opened already. Therefore, the surgeon changed the lag screw, and used a 80mm lag screw. The outside box had been sealed by shrink-wrap. The surgeon requested the investigation of the blister package.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report. This device is not distributed in the USA, but a similar device is.